Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least nine applications were performed with a non-returned balloon catheter afapro28 with lot number 22253, without issues on the date of the event. The clinical issue (phrenic nerve palsy) occurred during the procedure. There is no indication of relation of an adverse event to the performance and malfunction of the product. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The procedure continued without any notice and the ablation was performed. After ablation, the doctor discovered that there was no movement of phrenic nerve. The case was completed with cryo. No further patient complications have been reported as a result of this event.